Manufacturer narrative:
This report is submitted on 17 september 2020.

Manufacturer narrative:
This report is submitted on may 21, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown and extrusion of the receiver/stimulator. Oral antibiotics were administered. The implant remains in-situ.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. The patient was not re-implanted with a new device. This report is submitted on 17 june 2020.